Event description:
It was reported that the 8100 had flow block alarm error with patient side occlusion test. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had flow block alarm error was identified during the customer call. The tech support recommended to establish serial communication between the pc unit and the computer. Guided the user to follow the proper cable connection procedure and reinitialize the pc unit into maintenance mode to reestablish communication. Ensured system maintenance software was running and the ports refreshed to detect all connected modules. Re-run patient side occlusion test. Issue was resolved. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.